Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, initially experienced uncomfortableness, two years post-procedure. Patient had a mammogram and routine checks, which were reported as good at that time. Recently, beginning of (B)(6) 2021, the patient noticed that the left breast had a big muscle, as if the implant had flipped, and it was hard. Also, the right breast was described as more down and flat. In addition, the patient also started experiencing a warm/burning sensation underneath their armpits. As a result, the patient had mammogram and ultrasound, which resulted in finding two cysts. The location of the cysts was not provided. The patient also had an MRI, in which the technician suggested a rupture or a leak. Location of rupture or leak was also not specified. The final results of the MRI are pending. A supplemental report will be submitted when clarifying information becomes available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.